Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the stem of the sensor came off when loading the sensor and that the rest was left on the counter. She also reported a change sensor alarm and that the sensor reading was 60 mg/dl and dropping when the blood glucose reading was 290 mg/dl. She stated that the insulin pump inappropriately activated threshold suspend. They changed the sensor and were unable to insert the new sensor due to it becoming trapped in the serter. The change sensor alert occurred after a second consecutive calibration error alert. Nothing further was reported.